Event description:
Sorin group (B)(4) received a report that the arterial and suction pumps of the stockert s5 system seemed to be over occluded during a procedure and resulted in hemolysis. It was communicated that the pt experienced post-operative hematuria.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the arterial and suction pumps of the stockert s5 system seemed to be over occluded during a procedure and resulted in hemolysis. It was communicated that the pt experienced post-operative hematuria. The customer reported that measurements of the occlusion roundness found both pumps to be out of tolerance. The investigation is ongoing. A f/u report will be sent when the investigation is complete.